Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-7510-005, push button electrosurgical smoke evacuation handpiece device was used in an unnamed procedure on 07oct24, and ¿the product created a safety concern during use, but luckily, there was no harm that occurred to the patient, staff or surrounding area. Flames shot out of the tip a couple of times during use. The flame was approximately 2.5 cm in length.¿. There was no impact to any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: box h.6 was updated to "no health consequences or impact", to correct an inadvertent error. Additional manufacturer narrative : the examination of returned used device 60-7510-005 found that the device worked as intended. Testing the device did not produce the flames that the customer said occurred. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of four reports, regarding seven devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised these devices should never be used in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. Do not use monopolar electrosurgery on small appendages, as in circumcision or finger surgery. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-7510-005, push button electrosurgical smoke evacuation handpiece device was used in an unnamed procedure on (B)(6)2024, and ¿the product created a safety concern during use, but luckily, there was no harm that occurred to the patient, staff or surrounding area. Flames shot out of the tip a couple of times during use. The flame was approximately 2.5 cm in length.¿. There was no impact to any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.